Event description:
It was reported that a spectrum iq infusion pump's check flow yes button was not working during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "check flow yes button is not working" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the second softkey from the left which was damaged and not functional. The keypad required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.